Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The time on the device was not advancing, and the buttons were unresponsive. The caller stated that the insulin pump alarmed during or after the buttons stopped responding. Reviewed the alarm history and found a battery alarm. Instructed the customer to remove the battery for five minutes and to insert a new battery, but the display was still frozen. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.